Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed the following possible causes. During washing, an external force such as strong rubbing was applied to the part, and the adhesive peeled off, resulting in a gap. During long-term use, the adhesive wore out and peeled off and created a gap by repeatedly rubbing the part. When using and washing, external force such as strong rubbing or bumping on the part was added, and the part peeled off.

Manufacturer narrative:
Local service department checked the subject device and found the phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus on (B)(6) 2021, it was found that the ultrasound probe had gap and peeled off. There was no report of patient injury associated with the event.